Event description:
It was reported the patient had an advance sling implanted on an unknown date. It was indicated the patient went into urinary retention and then experienced incontinence after the sling was implanted. On (B)(6) 2014 the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.